Event description:
The pt reported lower blood glucose readings with test strips, lot 1k524b. This morning, the pt opened the bottle of test strips and, with the first test strip from the bottle, obtained a blood glucose test result of 23 mg/dl. Because this reading was so low, the pt performed a second blood glucose test and obtained a result of 17 mg/dl. The desiccant is in the test strip bottle. The pt's meter was set to the appropriate code. The pt could do no testing with the rep because he did not have his meter with him. However, he stated that he had performed a check strip test earlier today and obtained a result that was within range ( pt could not remember specific result). The pt stores the test strips in the kitchen.